Event description:
It was reported that during a pta/stenting procedure, while withdrawing the balloon catheter after a superficial femoral artery (sfa) intervention, the balloon catheter shaft separated. The procedure was successfully completed with this device. There was no patient complication, and patient status is reported as 'good'.

Manufacturer narrative:
Product has been returned, however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.